Manufacturer narrative:
The device was returned to csi for investigation with a driveshaft fracture on the distal side of the crown weld. Scanning electron microscopy identified fatigue striations on the fractured faces of the driveshaft filars. The root cause of the fatigue and subsequent fracture could not be determined. At the conclusion of the failure analysis investigation the reported event was confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
The tip bushing of the diamondback coronary orbital atherectomy device (oad) broke off during the procedure. The fragment remained on the guide wire, which was retracted, and the fragment was removed from the patient. The vessel was re-wired, and the procedure was completed with a different oad. The patient was admitted overnight and was stable the following morning.